Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the monopolar curved scissor was observed have a loose conductor wire. A backup instrument was used to continue the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.